Manufacturer narrative:
The reported field event of high pacing lead impedance was verified in lab. Upon receipt, the device was found in backup vvi operation. Device data review showed that the device was above elective replacement indicator (eri) when received. Attempts were made to take the device out of bvvi and reload the product code. However, the device was unable to be taken out of reset and the firmware download failed each time. High current was noted during bench testing. The cause of the high pacing lead impedance, backup vvi and high current was determined to be due to an integrated circuit anomaly on the hybrid.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon connecting all the leads to the device, it was noted that the device was not recognizing any of the connections and each connection exhibited high out of range pacing impedance. The same result was seen after re-connecting. The device was replaced, which resolved the issue. The patient was in stable condition.